Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
No service on the ventilator has been requested and no information about the current status of the ventilator has not been provided. No investigation has been possible, therefore the root cause of the found technical error code has not been determined.

Event description:
During review of an unrelated complaint, it was noted that the provided ventilator logs included a technical error code indicating disabled valves. There was no patient harm. Manufacturer¿s ref #: (B)(4).